Event description:
On june 18, 2008 the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter was reading inaccurately high. The customer service representative (csr) was able to correspond with the patient to obtain additional information. The patient tests her blood glucose three to four times a day before meals and before bedtime. She also takes 70 units of levimir (40 units in the morning and 30 units in the evening) to manage her diabetes. An extra two or three point of levimir is taken whenever the patient's blood glucose is over 200 mg/dl. The patient states that the readings taken on the subject meter have been "high" for the past few days. At an unspecified time on nine days earlier, the patient reported blood glucose readings as high as "280, 300, and 320 mg/dl" taken on the subject meter. As a result of the reported meter issue, the patient reportedly took an extra 5 points of levimir insulin about five minutes after obtaining the "320 mg/dl" reading on the subject meter. The patient allegedly reported developing symptoms of "sweat, paleness, weakness, and vomiting" after taking in the extra insulin. The patient reported being taken to the hospital by her grandmother and neighbor on the next day at 10 am and blood glucose of "40 mg/dl" was reportedly obtained on the hospital's meter. During her three days stay in the hospital, the patient stated that she was treated with IV glucose, tea with sugar added, caramel, and glucose. The technique for applying the blood to the test strip and cleaning of the puncture area was correct. The unit of measure was correctly set to mg/dl. The patient's products are being replaced. This complaint is being reported due to the following conclusions: the patient claimed that she obtained an allegedly inaccurate high readings on the subject meter and treated herself inappropriately based on the alleged meter's results. She was reportedly treated at the hospital for hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.